Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's wife reported calling paramedics for her husband's low blood glucose level. Caller reported that her husband became unresponsive and she was concerned that the insulin pump was not dispensing insulin. Customer later reported that he experienced the low blood glucose level due to bolusing and not eating. Customer was later admitted to the hospital with a blood glucose level of 34 mg/dl. Blood glucose level at the time of the follow up call was 111 mg/dl. No further information was provided.